Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the telemetry device lost monitoring for short episodes, also a drop in monitoring by a second telemetry device at a different point in time on a different patient that same day. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
After further investigation this event is no longer a reportable event and was reported against the wrong device it was stated it was reported that the telemetry lost monitoring for short episodes .the customer¿s problem is not with the mx40- this is caused by a condition within a different device. It was determined not to be a reportable event with philips. The network symbol will flash and have a slash through if the monitor is not connected to the network. Waveform and numeric information from the monitor is absent at the central monitor and the message ¿no data from bed¿, "no data mon" or "no data tel" is displayed. The bedside monitor displays a "no central monitoring" message and inop tone. The issue would be detectable by users who would implement an alternative means of central monitoring per hospital protocol.